Event description:
Blood glucose readings were high with a result of 338 mg/dl so the dr was called. It was reported customer was told by the dr to wait before eating and take another reading. Reporter stated after waiting, the result was 331 mg/dl so she was told to come into the office to have glucose tested. Reporter indicated dr's meter tested 94 mg/dl while customer's meter meassured 301 mg/dl performed received as a result. A request was made for the return of the suspect device and replacement product was sent.